Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of clearlink system continu-flo solution sets dislodged and subsequently leaked. During infusions of norepinephrine in premixed bags, the spikes don¿t appear to ¿fit the port of the piggyback and easily falls out". The tubing falls out of the port area, and the nurses are forced to take around the spiked area to keep the tubing connected to the piggyback bag. Due to the medication ¿not reaching the patient¿; ¿further decreases in blood pressure for the patient¿ have occurred. To resolve the issue the customer has purchased a different brand of norepinephrine bags. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.